Manufacturer narrative:
Final analysis of the pump found no anomalies.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the pump had been put in loosely had had been flipping over. The physician then tightened it up so it would no longer flip or move across the patient's stomach. At the time of report, the device system was infusing morphine, though it was unknown if the drug had changed since this event.

Event description:
Additional information was received. It was reported that the healthcare professional could not fill the pump because of the flip. It was stated that the pump was filled with saline and a revision was performed on it. There was no patient injury, but the patient had been hospitalized as a result of the event.

Manufacturer narrative:
Product ID: 8596sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
Upon further review, manufacturer report #3004209178-2013-06651 was found to be part of this event. The previously reported information was as follows: ¿it was reported that the pump was put in so loosely that it slid clear across the patient¿s stomach. When the device also began flipping about one year later, the pump was tightened down to prevent flipping and movement over the patient¿s stomach. At the time of report, the device system was infusing morphine, though it was unknown if the drug had changed since this event.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.